Event description:
Healthcare professional additionally reported "any creases."

Manufacturer narrative:
Device evaluation: analysis of the returned device identified a broken and missing shell and underweight device. A visual and microscopic analysis were performed which identified a sharp break on the radius side, wear abrasion and crease folds. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is a sharp break on the radius side due to an unidentified tear opening, and a missing shell due to inconclusive.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was remove and replace surgery.

Event description:
Healthcare professional reported a right side rupture of "implant found in pieces during a remove and replace surgery." Device has been explanted.